Event description:
It was reported that during a procedure the device fractured. The device fracturing could lead to the non-sterile battery being exposed to the sterile field. There were no adverse consequences, no medical intervention and no delays.

Event description:
It was reported that during a procedure the device fractured. The device fracturing could lead to the non-sterile battery being exposed to the sterile field. There were no adverse consequences, no medical intervention and no delays.